Event description:
It was reported that the nurse found foreign matter in the package of the product during a laparoscopic cholecystectomy. The foreign matter was described as being like cardboard and its size was roughly between 1 and 2 mm. It was attached to the motor side of the product. When the product was used in the procedure, the foreign matter was in the unclean area. The product was not used by the surgeon and no spare was available.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.